Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began following a supply change and a prolonged period without insulin delivery due to an incomplete cartridge change. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and the user failing to follow the ketone action plan. Having the device volume set to off during the event likely contributed to the severity of the event.

Event description:
On 10/15/24 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 10/15/24. The hcp reported the user was hospitalized with dka due to a failed infusion set site. The user was using the convatec inset (23", 6mm) teflon infusion set. During this incident, the user became disoriented and forgot the "when in doubt, change it out" guideline. At the hospital, emt staff detected an insulin leak around the infusion site. On (B)(6) 2024 the hcp and cds had a facetime call with the user. The cds reviewed the ketone action plan (kap), site-changing procedures, and backup-site management. The hcp requested that the user resume the ilet before discharge. The cds also sent educational materials and notified the user's outpatient team. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.